Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a transcatheter aortic valve replacement (tavr) procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and during over-the-wire catheter manipulations within the patients under fluoroscopy, the catheter tip detached. The physician used a vascular snare device to successfully externalized the foreign body liberating the vessel. The patient tolerated the procedure well and was discharged with no additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.